Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/11/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 evaluation: h3 investigation summary: two packets of product code j346h were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packet. In order to evaluate the conditions of the samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needle was intact and no damages or breakage on body, tip or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot number qpmdcs and no non-conformances related to the reported complaint condition were identified attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any additional tissue damage as a result of searching for the needle piece? No. What is current condition of the patient? No status change due to this incident. What was the size of the needle used? Procedure name and date? (B)(6).

Event description:
It was reported that a patient underwent an unknown gynecological procedure on (B)(6) 2021 and suture was used. During the procedure, while the surgeon was using the suture on the second closure of uterus, it was noticed that the tip was missing from end of suture after the first pass. The tip of suture was found in grooves of the needle driver. It was removed from the sterile field. There were no adverse patient consequences reported. No additional information was provided.